Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance, noise, and oversensing. A fracture was also reported. The patient presented to the hospital, device alerts and high voltage therapies were programmed off and the rv lead replacement procedure was scheduled for the following day. On the date of the procedure, the rv lead threshold had increased. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.